Event description:
Distributor reports clot was not detected with the hemochron response coagulation system. When the test tube was removed from the instrument, the user observed the pt's blood sample had formed a visible clot, which was not detected during the test. No adverse event(s) reported. This event occurred outside of the united states.

Manufacturer narrative:
(B)(4). Tube lot number not provided by the customer. Actual device not evaluated. Process evaluation performed. No ncmrs identified for the instrument. No related complaint trends identified.